Event description:
It was learned through implant patient registry that a 26mm mechanical valve model 1260 was explanted after an implant duration of 42 years, 10 months. Reason for explant was not provided. The replacement valve is a 27mm 11500a resilia aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: corrective data: updated sections: b5, g3, g6, h6. Based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 26mm mechanical valve model 1260 was explanted after an implant duration of 42 years, 10 months to repair an ascending aneurysm. The patient presented with shortness of breath. The replacement valve is a 27mm 11500a resilia aortic valve and patient had expired on pod# 10 during recovery at the hospital.